Event description:
It was reported that the patient with this pacemaker claimed of device was overheating, no further information available at this time. This device remains in service. No adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.